Event description:
We have been made aware of an alleged dialyzer reaction which occurred on (B)(6) 2011. According to the hemodialysis facility, the pt had tolerated the treatment very poorly and complained of chest heaviness, and sob. The pt was administered benadryl and placed on o2. Reportedly, the pt has since been prescribed a different brand of dialyzer and is tolerating it well. No sample is available for evaluation.

Manufacturer narrative:
(B)(6).